Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure with another of the same device. There were no patient complications reported and the patient's status was good.